Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer successfully filled the cartridge with 180 units of insulin, and subsequently experienced fill resistance. Customer's blood glucose level was 100-160 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.